Manufacturer narrative:
The cause of the patient's alleged injury cannot be determined at this time. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
The cause of the patient's alleged injury cannot be determined at this time. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of sepramesh ip, patient was diagnosed with infection, hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence, adhesions and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2015: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2015 - patient was diagnosed with incarcerated incisional hernia and multiple abdominal adhesions thereby underwent laparoscopic repair with implant of sepramesh ip (device #1) and adhesiolysis. Per operative notes, "the adhesions were taken down freeing omentum from the anterior abdominal wall and within the incarcerated defect. A piece of sepramesh ip was tacked circumferentially." (B)(6)2015 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with explant of sepramesh ip (device #1) and implant of xenmatrix ab (device #2). Per operative notes, "a very large recurrent defect with incarcerated small bowel and colon was noted. An extensive adhesiolysis was performed freeing omentum, transverse colon and small bowel from a piece of mesh (device #1). The previously placed sepramesh ip was identified with concern over infection. The mesh (device #1) was removed entirely with a foreign body. Component separation was performed. The hernia sac was removed. The midline was closed placing a piece of xenmatrix ab (device #2) and sutured." (B)(6)2017 - patient was diagnosed with ventral hernia with partial small bowel obstruction thereby underwent open repair with the implant of ventrio mesh (device #3). Per operative notes, "a large hernia sac was encountered and opened, contains several loops of partially incarcerated small bowel. These were dissected free and reduced. A ventrio mesh (device #3) was placed intraperitoneally and sutured." Attorney alleges that the patient had adhesions, infections, mesh migration, mesh shrinkage, hernia recurrence and emotional injuries.